Manufacturer narrative:
According to the facility, a team member experienced irritation on both hands after using the product. Cortisone cream was applied. The individual subsequently visited the emergency room and received steroids for treatment. The individual was reported to be doing better after being provided with sensitive gloves. No additional information is available at this time. A sample has been requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, a team member experienced irritation on both hands after using the product. Cortisone cream was applied. The individual subsequently visited the emergency room and received steroids for treatment. The individual was reported to be doing better after being provided with sensitive gloves.